Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure helix extension/retraction difficulties were noted. The pacing lead was attempted/not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix of the lead was extrinsically bent. There was an observation with the monolithic controlled release device that contains the steroid. The tines/lobes were extrinsically cut. Visual analysis of the lead indicated damage at implant. The full lead was returned with the helix partially extended. The helix is bent and distal tip was cut off. The mcrd (monolithic control release device) is damaged. If information is provided in the future, a supplemental report will be issued.